Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. Inspection of the pod data showed the pod encountered an 0x5c "open count too low at end of prime" hazard alarm. This 0x5c alarm was seen in conjunction with abnormal rotational sensor data. This data can be confirmed as the root cause of the hazard alarm and the user reported events of the needle deploying early. Inspection of the pod was unable to find a root cause of the abnormal rotational sensor data.